Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, approximately three months after a robotic ventral hernia repair, the patient experienced right subcostal area pain after a fall in a local restaurant. The adverse event was not treated.